Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient was experiencing generalized pain. An MRI was done. It was determined that the catheter had backed out of the intrathecal space. The catheter was revised. The distal section was ¿replaced and splices¿. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.